Event description:
Boston scientific received information that this device and right ventricular (rv) lead indicated an out of range shock impedance measurement. Noise, oversensing and pacing inhibition were also noted in stored episodes. Oversensing was not able to be reproduced. All other lead measurements were appropriate. Patient was scheduled for shock testing. Shock testing confirmed normal shock impedance measurements of approximately 50 ohms. As a result, no surgical intervention was scheduled or performed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.